Manufacturer narrative:
One device and two photos were received for evaluation. Visual testing was performed and could not duplicate the reported problem. No damage or other defects were detected on the sample. A leak test was also performed, and it was acceptable. The root cause could not be established due to no problem identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a hole in the circuit and a leak originated from that point. This occurred before opening/at the time of unpacking at facility. There was no patient involvement and no patient harm/adverse event reported.